Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead exhibited an intermittent capture and high impedance measurements. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.